Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 12/2025). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure the catheter was allegedly broken. It was further reported that oozing was identified in the middle section of the catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One video was provided for review. The video shows a catheter being held by the physician. Therefore, the investigation is inconclusive for the reported fluid leak and the catheter hole issue as the provided video was not clear enough to confirm the reported events. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
It was reported that prior to a port placement procedure the catheter was allegedly broken. It was further reported that oozing was identified in the middle section of the catheter. The procedure was completed using another device. There was no patient contact.